Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that no capture at max output and no sensing was noted on the right atrial (ra) lead. It was also noted that the ra lead was pulled back from original position and dislodged. The lead was revised and remains in use. No patient complications have been reported as a result of this event.